Event description:
It was reported by the customer ¿PICC line assessment needed as no venous return and resistance. X-ray obtained to check correct placement after this urokinase prescribed per policy and given as per chart to unblock PICC. Unable to obtain venous return. PICC confirmed in the correct position. No venous return obtained and when trying to flush line patient reported slight stinging feeling and nurse could see a leak around PICC insertion site. 0.2mls was flushed and then the PICC line was removed with no issues. PICC line fractured just below insertion site. No harm to patient. PICC used previously for cytotoxic medication, folfirinox.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 4cm mark on the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer ¿PICC line assessment needed as no venous return and resistance. X-ray obtained to check correct placement after this urokinase prescribed per policy and given as per chart to unblock PICC. Unable to obtain venous return. PICC confirmed in the correct position. No venous return obtained and when trying to flush line patient reported slight stinging feeling and nurse could see a leak around PICC insertion site. 0.2mls was flushed and then the PICC line was removed with no issues. PICC line fractured just below insertion site. No harm to patient. PICC used previously for cytotoxic medication, folfirinox.¿ no other information was provided.